Event description:
The customer stated that ups for the central monitoring system (cns) failed. All beds were down until all the devices that were plugged in the ups were rerouted into the wall via a strip outlet. Reference MFR # 8030229-2015-00069.